Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The analog ic (aic-u1) was damaged due to the use of electrocautery during the patient's revision surgery. The aic-u1 damage resulted in rapid battery depletion of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1, reference (B)(4).

Event description:
A report was received that the patient¿s ipg would not communicate with the remote control. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patient underwent a previous revision surgery where electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Event description:
A report was received that the patient¿s ipg would not communicate with the remote control. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Event description:
A report was received that the patient¿s ipg would not communicate with the remote control. The patient underwent an ipg replacement procedure and was doing well post-operatively.